Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the distal tip of the indigo system aspiration catheter 8 (cat8) was broken upon removal from the packaging. The damage to the cat8 was found prior to use. Therefore, the cat8 was not used in the procedure. The procedure was completed using a new cat8.